Event description:
The customer contacted physio-control to report that the device intermittently would not detect the defibrillation therapy cable. Without proper recognition of the cable, the device would not be able to deliver defibrillation therapy if needed. There was no patient use associated with this event.

Manufacturer narrative:
It was later confirmed by the customer that the hospital biomedical engineer replaced the therapy connector assembly, and after observing proper device operation through functional and performance testing the device was returned to use. Neither the device, nor the removed therapy connector assembly was returned to physio-control for evaluation.